Event description:
It was reported that the patient also developed right heart failure and post-op day 9 from pump exchange for suspected pump thrombus was complicated by right heart failure requiring venous arterial extracorporeal membrane oxygenation(va ECMO) (pre-op) and tandem heart protek duo (post-op) support. Ldh continued to rise with elevated power. The patient's presumptive pump thrombus lead to congestion which contributed to the patient's right heart failure. Patient was in the intensive care unit(ICU). No further information provided.

Manufacturer narrative:
Section b5: patient death after pump exchange was previously reported under MFR # (B)(4). Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed the report of suspected pump thrombus. Furthermore, the report of pump power at or above 6w was confirmed through evaluation of the submitted log file. Log file data showed that from 27nov2019 through the morning of 2dec2019, power was typically between 5.0w and 5.9w. Later on (B)(6) 2019 through the end of the log file, power remained in the 6.1w to 6.7w range, which is consistent with the reported event. No atypical alarms were captured and the pump appeared to function as intended for the duration of the log file. Examination of the pump blood-contacting surfaces revealed a thrombus in the distal end of the blood tube. The tissue was loosely seated and lacked laminated layering, indicating that it did not develop at this location, and appeared to have been ingested into the pump. Although a specific origin of the thrombus and a duration of its presence in the pump cannot be conclusively determined, it could have contributed to the reported increase in ldh and pump power. It was also reported that the patient's right heart failure was presumed to be due to the pump thrombus, however, a direct correlation to the observed thrombus could not be conclusively determined through this evaluation. Inspection of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Incidental findings: visual inspection of the driveline potting inside the pump outlet house (interior of the cable boss) noted that the potting had an opaque, reddish color and textured surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to the fact that thrombus caused significant heart failure to the point of severe heart failure, cardiogenic shock with multiple organ failure. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for lvad pump thrombus. The patient was seen in the emergency department and patient lactate dehydrogenase (ldh) level jumped to over 4000 u/l. The manufacturer technical services reviewed the log file and obserd no unusual events recorded. It was also reported that on (B)(6) 2019 there was an uptick in the patient's pump power. The patient's international normalized ratio (inr) was therapeutic at 2.2. The patient underwent hm2 to hm2 pump exchange on (B)(6) 2019 and the patient was currently in the intensive care unit and intubated. No further information was provided.